Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, internal failure of the communication cable was detected, small leaks were noted in the area of the coupler, the camera head had a distorted image, and it was suggested that the cable be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had ¿no vision¿. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a cable failure. Olympus will continue to monitor field performance for this device.